Manufacturer narrative:
(B)(4): it was reported that the patient underwent urethrolysis in 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with cystoscopy on (B)(6) 2004 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent mesh excision and hysterectomy on (B)(6) 2006 due to pain; and excision of mesh on (B)(6) 2010 due to eroded vaginal mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.